Event description:
That one patient generated an initial architect i2000 total b-hcg assay result of 50 mlul/l in 2006. Later the pt had another sample tested and generated a result of less than 3.0 mlu/ml, which the customer state is inconsistent with the patient's clinical background. There is no impact to patient management reported.